Event description:
It was reported that the lead exhibited noise on the sense/pace channel; one episode elicited a shock, three others were aborted. Hv impedance had increased and pacing lead impedance fluctuated. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that lead fracture was also observed.